Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of july 2025. D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor under-infused during patient infusion. The device was filled with 70ml fluorouracil (5-fu) in 160ml saline (diluent) having a final volume of 230ml. The expected infusion time was 46 hours; however, the actual infusion time was 58-70 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.